Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator would not ventilate. No patient injury was reported.

Manufacturer narrative:
Other text: d4 UDI number: (B)(4). Device evaluation: we received a device for investigation. Device was received with no physical damage found. Customer reported complaint was not duplicated, functional and visual inspection performed device cycled regularly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.